Event description:
Major pump unit(s) involved: external control system failure. Additional text: power module beeping alarm wi yellow wrench & red int battery alarm. Specific component(s) involved: other component malfunction, specify. Additional text: other component: power module. Causative or contributing factor: no specific contributing cause identified. Other cause: intervention(s): replacement of other component, specify. Other intervention : implant device type: lvad.

Event description:
Major pump unit(s) involved: external control system failurespecific component(s) involved: other component malfunction, specify.